Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a portion of the tab on a everest polyaxial screw, extended tab did not break off with the rest of the tab intra-operatively and remains implanted in the patient. The procedure was completed successfully with no surgical delay and no adverse consequences to the patient.